Event description:
A perinatal dialysis (pd) patient reported on (B)(6) 2013 that he was experiencing some drain complications. The patient received a drain line blockage message while in his last drain. He stated that he had peritonitis and was given medicated bags for treatment. In follow-up with the pdrn, she confirmed that the patient had peritonitis. The patient's effluent was cloudy. The pdrn stated that the patient was given vancomycin to treat infection.

Manufacturer narrative:
The peritoneal cycler (plant investigation) is undergoing evaluation and a supplemental report will be submitted upon completion.